Event description:
A ventilator was returned to a third party service center with an allegation the device showed a ventilator inoperative condition. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The ventilator's blower motor was replaced to address this issue.